Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to resolve the blockage. Customer's blood glucose (bg) approximately 540 mg/dl. Customer used manual insulin injections to address elevated bg. Customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.